Manufacturer narrative:
Patient height reported as 125.0 cms. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) procedure using the trochanteric fixation nail advanced (tfna) system for a femoral trochanteric fracture on (B)(6) 2018, surgeon attempted to insert the guide wire into the lateral cortex with two (2) buttress/compression nuts, the guide sleeve, two (2) drill sleeves, and two (2) trocars when the tooth of the guide sleeve did not reach the lateral cortex. Surgeon made several attempts while changing the position of the nut but was not successful. Surgery was completed successfully by measuring with the guide wire untouched and selecting the blade in consideration of the distance between the tooth and the cortex. Surgery was delayed by less than thirty minutes. No adverse consequence to the patient. Patient status reported as stable. Concomitant devices: tfna nail (part unknown, lot unknown, quantity 1), guide wire (part unknown, lot unknown, quantity 1). This report is for one (1) trocar. This is report 4 of 4 for (B)(4).

Event description:
This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: a device history record (DHR) review was conducted: part: 03.037.019; lot: 9163362; manufacturing site: bettlach; release to warehouse date: 26.nov.2014. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: we did receive the following buttress/compression nut, the guide sleeve, the drill sleeve and the trocar. Besides some scratches on the surfaces, the received parts are in good condition. Function test: the functionality test was performed in collaboration with product development department and with corresponding demo equipment. All parts passed the functional check successfully as per design intended. The issue as per complaint description could not be replicated. Dimensional inspection: not required per selected investigation flow as root cause could not be replicated. Document/ specification review: the manufacturing review, of all received parts, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: our investigation has shown that the complaint condition is unconfirmed, as the devices passed the functional check successfully and the complaint condition could not be replicated. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. We can only assume, that the most likely situation which could have caused the malfunction of all devices is a mounting and/or an alignment issue. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history records has been requested. H3, h6: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that during an open reduction internal fixation (orif) procedure using the trochanteric fixation nail advanced (tfna) system for a femoral trochanteric fracture on (B)(6) 2018, surgeon attempted to insert the guide wire into the lateral cortex with two (2) buttress/compression nuts, two (2) guide sleeves, two (2) drill sleeves, and two (2) trocars when the tooth of the guide sleeve did not reach the lateral cortex. Surgeon made several attempts while changing the position of the nut but was not successful. Surgery was completed successfully by measuring with the guide wire untouched and selecting the blade in consideration of the distance between the tooth and the cortex. Surgery was delayed by less than thirty minutes. No adverse consequence to the patient. Patient status reported as stable. This is report 4 of 8 for (B)(4).